Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, infection, mold. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5157817 and mw5157816 that a 23-year-old asian female patient underwent a breast surgery with 325cc and 350cc mentor smooth round moderate profile saline breast prostheses experienced bilateral capsular contracture (baker grade unknown) and bilateral infection post-operatively. The patient mentioned that after one month post implantation, the patient experienced the capsular contracture. The patient also mentioned that the surgeon discovered ¿white floating webs of mold inside the implants¿. The patient had done blood work, MRI, mammogram, and sonograms with all test values appearing normal. In addition, the patient mentioned that there were amber colored fluids that leaked out of the breast milk ducts for the past six years; leading up to the patient¿s operation, there were traces of blood as well. Per the information reported, it indicates that the breast prostheses were explanted, however, the date of the explantation is unknown. This report is for one of two devices.